Event description:
The customer stated he was hospitalized for low blood glucose and the reading was 24 mg/dl. The customer stated he did not know thr exact date of the event, but stated it was about two weeks ago. Troubleshooting was performed and found that the customer had set a basal rate of 25.25 units per hour, which was 606 units for 24 hrs. The customer did not know what his basal rates should be set to. Advised the customer that this was an extremely high amount of insulin and advised him to remain off the insulin pump until he obtained the proper basal rates from his dr. The customer later stated in a follow-up call that the dr wanted the insulin pump replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.